Manufacturer narrative:
Result: gill brake plate kit.

Event description:
It was reported by service report that the bed needed replacement kits for worn out brake parts. No patient involvement or adverse consequences are reported.